Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s spouse contacted customer care regarding difficulty lowering the user¿s blood glucose (bg) since early morning. The infusion set was changed during the night without observable issues. Bg remained elevated, peaking at 290 mg/dl. A second infusion set change was considered but not performed. The user¿s bg later measured at 163 mg/dl by fingerstick. No device malfunction was reported, and no additional support was requested.